Event description:
A medtronic representative stated that, while in a cranial procedure, the surgeon reported a 5mm inaccuracy that occurred after a hospital staff member accidentally fell onto the draped patient and head frame. Prior to the staff member falling, the surgeon reported being accurate. The event occured during navigation; surgeon was not actively navigating, however, it is not known what was moved under the drape. The surgeon opted to continue the procedure with the use of the navigation system to complete the tumor resection successfully. There was no impact on patient outcome. Medtronic navigation is filing this MDR to ensure visibility to patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's system caused or contributed to the reported event.

Manufacturer narrative:
Unable to determine root cause with information provided. Suspect the frame to patient orientation changed after a staff member fell on the patient and head frame. Upon completion of the software investigation, no software faults or anomalies were found to be the cause of the alleged inaccuracy.

Manufacturer narrative:
Patient logs/files have not been returned to manufacturer for evaluation. No allegations were made of medtronic navigation's device causing or contributing to the patient event.